Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced severe pain, bleeding, inability to urinate, bloating, bowel problems, inability to engage in sexual relations, and the inability to sit or stand for prolonged periods of time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Complainant state / prov: (B)(6).